Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. Without further evidence like a physical sample, the complaint of separation could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported unspecified bd¿ intravascular administration set had separation and leakage issues. The following information was provided by the initial reporter: "patient laying prone on ir table stated IV line had been disconnected from blue port on tubing. Around 5-10cc leaked out onto sheet on the procedure table."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for investigation. Without further evidence like a physical sample, the complaint of separation could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported unspecified bd¿ intravascular administration set had separation and leakage issues. The following information was provided by the initial reporter: "patient laying prone on ir table stated IV line had been disconnected from blue port on tubing. Around 5-10cc leaked out onto sheet on the procedure table."